Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The patient was treated with vancomycin (1g loading dose, route, frequency, and duration not reported) and fortum (1g daily, route and duration not reported) for the event. Dianeal therapy was ongoing. The patient was reported to have recovered from the peritonitis event. No additional information is available.